Manufacturer narrative:
Full name of the facility is (B)(6). Full address of the facility is (B)(6). This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the nozzle had foreign material. This is attributed to failure to clean adequately. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: due to damage on up/down knob, water tightness is lost; universal cord is sticky; switch (sw) sw4 has wear; suction cylinder is shaved; air/water cylinder has corrosion; control unit has discoloration; suction connector is dirty due to water leakage; due to wear of angle wire, bending angle in up direction and play of up/down knob does not meet the standard value; due to dirt on objective lens, the image has dark area partially; up/down knob has corrosion; light guide lens has a crack; adhesive on distal end rubber coating (a-rubber) has a chip; cp-plate has a crack; and distal end cover, flexibility adjustment ring, grip, scope cover, scope connector, universal cord, switch box, connecting tube, forceps elevator lever, forceps elevator knob, up/down knob, control unit have a scratch. User¿s complaint of poor air/water supply issues was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for evaluation and repair of poor air/water supply issues. There is no reported harm to any patient or healthcare persons. Upon evaluation of the returned device, it was observed that the nozzle had foreign material. This is attributed to failure to clean adequately. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of foreign material found in the nozzle as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Addendum mar 23, 2023: there is no patient involvement in the poor air/water supply issue reported by the customer.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information.